Event description:
Pt was having an angioplasty of the leg. The cook check flo introducer, a 6 french, used during the procedure was difficult to remove. It was thought that the introducer was broken, so the vessel was exposed surgically and the object removed. When the area was opened, an additional piece was removed that had broken off during the procedure. Dates of use: (B) (6) 2010. Diagnosis or reason for use: (B) (6).